Manufacturer narrative:
Continuation of d10: product ID a521 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a521, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. Caller states pt started trial yesterday without incident--good motor responses, good stim sensation, caller able to connect to ens via pt app to switch sides/turn stim up/down etc.. Today the pt tapped the pt app and saw 'system error - therapy may have stopped - end session'. Caller confirmed pt is using the newest version of the handset kits (a13). Caller is not with pt, pt is around 2 hours away. Caller was asked if there was any troubleshooting or notable actions related to this message and caller indicated everything was as it normally is for trial procedure and set up. The caller did note he had advised the pt to wait for a follow-up before using the handset but pt elected to enter app on their own though no unexpected actions were indicated.additional information was received from the manufacturer representative (rep). This issue was resolved by replacing the ens and providing a new programmer. The issue was resolved.